Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds; the thresholds continued to rise, anywhere from 4v to above 5v. The lead was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
The reported event of ¿thresholds have continued to rise¿ was not confirmed. A complete lead was returned in one piece for analysis. Analysis of the lead found the inner coil was overtorqued. The damage found was sustained during the surgical procedure. The lead was otherwise normal.